Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection, reported as the ¿pd transfer set spontaneously fell off¿ which resulted in peritonitis. The same day, the patient presented to the hospital; however, the patient ¿refused treatment¿. The following day the patient presented to the pd unit, the ¿line was changed¿ and the patient was given unspecified intraperitoneal antibiotics (no further details). The following day the patient presented to the hospital again with cloudy bag, was admitted and treated for peritonitis. Six days after hospital admission the patient was discharged. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.